Manufacturer narrative:
Device evaluation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
During a voice of customer study the following feedback was received: clinician (radiologic technician) stated that he's seen techs accidentally pull the whole catheter out when trying to remove the needle with a nexiva product family device and that it happens when they try to remove the needle too quickly or if they don't use a two handed technique. Comment observed during a voice of customer research study. Comment was general in nature. Clinician was not referencing a specific event.